Event description:
It was reported that the patient received an inappropriate shock on the same day the patient underwent a magnetic resonance imaging (MRI) scan. Additionally, an aborted shock was noted that same day. No record of the shock or episodes were recorded on the implantable cardioverter-defibrillator (ICD). No intervention was performed, and the patient will continue to be monitored. The patient condition was stable.

Manufacturer narrative:
Correction: section b5 - noise oversensing was not noted. Correction: section h6 - code "1438 - over-sensing" should not have been entered.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead delivered an inappropriate shock. The inappropriate shock was suspected to be caused by noise oversensing as it took place during a magnetic resonance imaging (MRI) scan. No record of the shock or episodes were recorded on the ICD. No intervention was performed, and the patient will continue to be monitored. The patient condition was stable.